Event description:
It was reported to philips that the allura system exposure failed intermittently. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system on site and performed the tube adaptation which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure failed intermittently. The fse found that the kv was not balanced in the tube. The fse performed the tube adaptation to resolve the reported issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.